Event description:
Staff nurse used the ipm hemodynamic calculation function. The monitor was configured in lbs. Nurse based report of findings to a physician, thinking the calculation was done. The physician then prescribed a treatment plan. Plan of tx unk by this author. It was reported that "the pt died".

Manufacturer narrative:
The device and labeling performed as intended. The ipm hemodynamic calculation units are shown on the screen and are configurable by the user.